Event description:
A vns patient was seen in clinic and their vns was interrogated and showed to have high lead impedance over 10000ohms. Their previous diagnostics taken were on (B)(6) 2009 and showed 2424ohms. No known trauma occurred prior to their high impedance being attained. The patient has been referred for revision surgery. X-rays were received for review and a lead break was not identified on the portions of the lead visualized. Good faith attempts will be made for the product to be returned for product analysis once surgery occurs.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device malfunction suspected, but did not cause or contribute to a death or serious injury.